Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. During preparation of the first clip, there was resistance when inverting the clip, and the ckip would continue to pop open. There was also resistance when attempting to close the clip. The clip was not used and replaced. Another clip was prepared and implanted without issue. Another clip was prepared and advanced into the anatomy. The clip was positioned, however, once the clip was closed, the valve was leaking again. Right atrium pressure and tr increased. The clip was removed from the patient, however the increased pressure and tr remained.

Manufacturer narrative:
All available information was investigated, and the reported physical resistance of the arm positioner and clip jumping were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping and resistance of the arm positioner. There is no indication of a product issue with respect to manufacture, design, or labeling.